Event description:
It was reported by service report that the backrest was drifting down with weight applied. It was reported that there was a pt involved, however, there were no adverse consequences reported as a result of this issue.